Event description:
As reported by the edwards field clinical specialist, during a transapical tavr procedure the sapien valve was deployed too aortic and occluded the left main. Per report, the patient was prepped and draped in the usual sterile manner. Right and left groin were used to obtain arterial and venous access. After accessing the left ventricular apex with an 18 gauge micro puncture needle, the 0 .035" soft guidewire was tracked across the aortic valve and a 7fr sheath was inserted with a diagnostic catheter and the wire was exchanged for a 0.035" extra stiff amplatz wire. The ascendra 3 sheath was inserted then the valve was inserted and during deployment with rapid ventricular pacing the valve moved aortic causing a left main occlusion. The patient became hemodynamically unstable and was placed on bypass; coronary intervention was started to open the left main. A 6fr al2 guiding catheter was prepped and inserted. The left main was opened and stented with xience 4.0 x 15mm stent. The valve was assessed and no central aortic insufficiency or paravalvular leak was noted. The sheath was removed and the patient was taken off bypass. Intra aortic balloon pump [iabp] was inserted and the patient was transferred to cardiac ICU in critical but stable condition with planned hypothermia protocol for cerebral protection. The pre-deployment position for the valve was 50:50. The native valve/leaflet calcification was moderate. The patient¿s annulus was 19mm diameter. There was no aortic root calcification or mitral annular calcification. Coaxial alignment of the delivery system and the valve was described as good; the image intensifier angle was appropriate; there was no loss of pacing capture during valve deployment and ventilation was held. This patient¿s ejection fraction was 60 percent.

Manufacturer narrative:
Per the instructions for use, device malposition and coronary flow obstruction are known potential adverse events associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally calcified aortic leaflets, preserved ejection fraction, and loss of pacing capture. Deployment of the sapien valve too aortic has the potential to contribute to suboptimal coaptation of the sapien valve leaflets and cause central aortic insufficiency; it can obstruct the coronary ostia; and lead to embolization of the prosthesis into the ascending aorta. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic malposition (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment. There are multiple patient factors that could contribute to coronary obstruction by the prosthetic valve or native valve leaflets, including a minimal distance between the native annulus and the coronary ostia, bulky calcification, long native leaflets, and obliterated coronary sinuses. Procedural factors such as deployment of the bioprosthetic heart valve too aortic and significant valve over sizing could also contribute to this complication. The edwards thv manuals advise the operator on pre-procedure assessment of the aortic valve, root, and coronary anatomy. Evaluation of the distance of the right and left coronary ostia from the aortic annulus in relation to the thv frame height is emphasized. Operators are instructed to use caution with: bulky calcification (> 4 mm thickness), severely obliterated sinuses of valsalva (sov <5 mm larger than stj), significant valve oversizing (= 4 mm). The training advises that patients that meet all three of these conditions should not be treated: bulky leaflet calcification; severely obliterated sov; and, significant valve oversizing. The training manuals also provide the following tips for detecting risk for left main occlusion: aortogram or tee prior to thv implantation to reveal bulky calcified leaflets; during pre-dilatation, note bulky calcification on valve moving towards ostium on left main; and consider aortogram during valvuloplasty. In this case, the exact cause for this event cannot be determined. It is possible patient factors [zero aortic root calcification with only moderate leaflet calcification; preserved ejection fraction] and procedure factors [possible valve oversizing] contributed to these events. There is no evidence this event was a result of malfunction of the sapien valve or the ascendra delivery system. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventative actions are required.